Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 24-feb-2020. This spontaneous case was reported by a consumer and describes the occurrence of allergy to metals ('metal allergy'), device breakage ('the implants were extracted by pulling on them, leaving me with shards of metal in tubes') and developmental hip dysplasia ('dysplasia on right hip') in a (B)(6) female patient who had essure (batch no. 932158) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced paraesthesia ("paraesthesia") and developmental hip dysplasia (seriousness criterion medically significant). On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), complication of device removal ("complication of device removal / device removal incomplete"), pelvic pain ("pain in the pelvis"), arthralgia ("pain in hips"), pain in extremity ("leg and feet pain"), memory impairment ("memory impairment"), cognitive disorder ("cognitive impairment") and fatigue ("intense fatigue"). The patient was treated with surgery (essure removal on (B)(6) 2017 and saplingectomy on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the allergy to metals, device breakage, paraesthesia, developmental hip dysplasia and complication of device removal outcome was unknown and the pelvic pain, arthralgia, pain in extremity, memory impairment, cognitive disorder and fatigue had not resolved. The reporter considered allergy to metals, arthralgia, cognitive disorder, complication of device removal, developmental hip dysplasia, device breakage, fatigue, memory impairment, pain in extremity, paraesthesia and pelvic pain to be related to essure. The reporter commented: the implants were removed, and an allergy test performed afterwards which was positive for allergies from the alloys in the essure devices. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). Metal allergy [allergy to metals]. The implants were extracted by pulling on them, leaving me with shards of metal in tubes [device breakage]. Paraesthesia [paraesthesia]. Dysplasia on right hip [developmental hip dysplasia]. Complication of device removal / device removal incomplete [contraceptive device removal incomplete]. Pain in the pelvis [pain pelvic]. Pain in hips [painful hips]. Leg and feet pain [leg pain]. Memory impairment [memory impairment]. Cognitive impairment [cognitive impairment]. Intense fatigue [fatigue]. Cruralgia [cruralgia]. Osteoarthritis setting into the hips [hips osteoarthritis]. Diffuse adenomyosis [adenomyosis]. Uterine fibroids [uterine fibroids]. Polyps [polyps]. Endometriosis [endometriosis]. Discopathy [discopathy]. Neuropathic pain in the pelvis and lower limbs [peripheral neuropathic pain]. Tinnitus [tinnitus]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 24-feb-2020. The most recent information was received on 14-apr-2026. This spontaneous case was originally reported by a consumer and describes the occurrence of allergy to metals ("metal allergy"), device breakage ("the implants were extracted by pulling on them, leaving me with shards of metal in tubes") and developmental hip dysplasia ("dysplasia on right hip") in a 36-year-old female patient who had essure inserted (lot no. 932158). Additional non-serious events are detailed below. Product or product use issues identified: contraceptive device removal incomplete ("complication of device removal / device removal incomplete"). There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, she experienced paraesthesia ("paraesthesia") and sciatica ("cruralgia") and was found to have developmental hip dysplasia (seriousness criterion medically important). Essure was removed on (B)(6) 2018. On unknown date, she experienced allergy to metals (seriousness criteria medically important and intervention required), device breakage (seriousness criteria medically important and intervention required), pelvic pain ("pain in the pelvis"), arthralgia ("pain in hips"), pain in extremity ("leg and feet pain"), memory impairment ("memory impairment"), cognitive disorder ("cognitive impairment"), fatigue ("intense fatigue"), osteoarthritis ("osteoarthritis setting into the hips"), adenomyosis ("diffuse adenomyosis"), polyp ("polyps"), endometriosis ("endometriosis"), intervertebral disc disorder ("discopathy"), neuralgia ("neuropathic pain in the pelvis and lower limbs") and tinnitus ("tinnitus") and was found to have uterine leiomyoma ("uterine fibroids"). The patient was treated with surgery (essure removal on (B)(6) 2017, saplingectomy on (B)(6) 2018, and double hip replacement surgery in (B)(6) 2023). At the time of the report, the pelvic pain, arthralgia, pain in extremity, memory impairment, cognitive disorder, fatigue, sciatica, osteoarthritis, adenomyosis, uterine leiomyoma, polyp, endometriosis, intervertebral disc disorder, neuralgia and tinnitus had not resolved. The outcomes for allergy to metals, device breakage, paraesthesia and developmental hip dysplasia were unknown. The reporter considered allergy to metals, arthralgia, cognitive disorder, developmental hip dysplasia, device breakage, fatigue, memory impairment, pain in extremity, paraesthesia and pelvic pain to be related to essure administration. No causality assessment was received for essure with regard to endometriosis, intervertebral disc disorder, neuralgia, sciatica, osteoarthritis, adenomyosis, uterine leiomyoma, polyp or tinnitus. The reporter commented: the implants were removed, and an allergy test performed afterwards which was positive for allergies from the alloys in the essure devices. A lot of pain, fatigue, being declared unfit for any job position, I lost my life as an active woman, my life as a woman, my life as a mother. I need help with all my daily tasks, including household chores and going out. These implants have crippled every area of my life". Hysterectomy performed on (B)(6) 2026 with preservation of the ovaries. Lot number: 932158, manufacturing date: 2011-12, expiration date: 2014-12. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 14-apr-2026: new event cruralgia, osteoarthritis, adenomyosis, uterine fibroids, polyps, endometriosis, discopathy, neuropathic pain in the pelvis and lower limbs, tinnitus was added. Event outcome updated to not recovered not resolved. Reporter causality comment added. Case comments: a technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received, the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on (B)(6) 2020. The most recent information was received on 11-mar-2020. This spontaneous case was reported by a consumer and describes the occurrence of allergy to metals ('metal allergy'), device breakage ('the implants were extracted by pulling on them, leaving me with shards of metal in tubes') and developmental hip dysplasia ('dysplasia on right hip') in a 36-year-old female patient who had essure (batch no. 932158) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced paraesthesia ("paraesthesia") and developmental hip dysplasia (seriousness criterion medically significant). On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), complication of device removal ("complication of device removal / device removal incomplete"), pelvic pain ("pain in the pelvis"), arthralgia ("pain in hips"), pain in extremity ("leg and feet pain"), memory impairment ("memory impairment"), cognitive disorder ("cognitive impairment") and fatigue ("intense fatigue"). The patient was treated with surgery (essure removal on (B)(6) 2017 and saplingectomy on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the allergy to metals, device breakage, paraesthesia, developmental hip dysplasia and complication of device removal outcome was unknown and the pelvic pain, arthralgia, pain in extremity, memory impairment, cognitive disorder and fatigue had not resolved. The reporter considered allergy to metals, arthralgia, cognitive disorder, complication of device removal, developmental hip dysplasia, device breakage, fatigue, memory impairment, pain in extremity, paraesthesia and pelvic pain to be related to essure. The reporter commented: the implants were removed, and an allergy test performed afterwards which was positive for allergies from the alloys in the essure devices. Lot number: 932158, manufacturing date: 2011-12, expiration date: 2014-12. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-mar-2020: quality-safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.